Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the device was programmed on, noise was observed on both the right atrial (ra) lead and right ventricular (rv) lead. The physician tested the leads and there was no noise, so the physician replaced the device with another device. No patient complications have been reported as a result of this event.